Event description:
It was reported that the patient had the artificial urinary sphincter removed in (B)(6) 2020 due to belt cuff erosion through the urethra. This was due to a urethral catheter that was placed without deactivation of the device when the patient underwent orthopedic surgery. A new artificial urinary sphincter was implanted in (B)(6) 2020. The event resolved.